Manufacturer narrative:
Complete initial reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console indicated that there was a fiber optic sensor failure while the patient was being prepped for transport to another facility. The console was in electrocardiogram trigger and pumping without interruption. The customer reported that the patient had suddenly gotten up out of the stretcher and began walking around with the iab still inserted in the femoral artery. This is when the console indicated a sensor failure. The customer was then advised to use the central lumen and transducer to provide an arterial line to the console. The customer had a flush bag and transducer connected to the iab, but were trying to locate the pressure cable. They reported that they knew what steps to take once the cable was located. There was no patient harm or adverse event reported.

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console indicated that there was a fiber optic sensor failure while the patient was being prepped for transport to another facility. The console was in electrocardiogram trigger and pumping without interruption. The customer reported that the patient had suddenly gotten up out of the stretcher and began walking around with the iab still inserted in the femoral artery. This is when the console indicated a sensor failure. The customer was then advised to use the central lumen and transducer to provide an arterial line to the console. The customer had a flush bag and transducer connected to the iab, but were trying to locate the pressure cable. They reported that they knew what steps to take once the cable was located. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).